Event description:
Boston scientific received information that this patient received an inappropriate shock. Upon investigation, it was determined the right ventricular lead had dislodged, resulting in the issue. A surgical revision was performed to reposition the lead successfully with no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.